Event description:
It was reported that during an unk procedure, the clips were falling out of the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.